Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively the pt presented with diffuse lamellar keratitis (dlk) in the left eye. The flap was lifted and rinsed at the 2-day visit.